Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17- jan-2019 with the following findings: during investigation, the complaint regarding basal history not matching is due to the user manually changing the date from (B)(6) 2018 to (B)(6) 2018. Due to the date change the basal and the total daily dose history appears to be inaccurate .the pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl with polydipsia and polyuria associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received phone advice from their health care provider as well as insulin via injection. During troubleshooting with customer technical support, it was found that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.